Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and was offline in remote support service (rss). A technical support specialist (tss) worked with the site information technology (it) personnel and diagnosed a disconnected mode issue with the device. The tss discovered that the ethernet wall port was not fully providing an internet connection. The issue had been corrected, and the tss confirmed that the device was showing as online. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and appeared offline in remote smart service (rss). The customer attempted rebooting the station multiple times however, the problem persisted. However, there were no delay or no adverse events or injuries reported based on this event.